Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed and patient was discharged. Two weeks post-procedure, patient suffered a syncopal episode at home and was brought to the emergency department. A large pericardial effusion was noted and a pericardiocentesis was performed to drain 600ml of fluid. The patient stabilized and was discharged home in good condition.